Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files or ensite case study were received. Based on the information received, the cause of the reported pericardial effusion could not be determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer ref: 3005334138-2020-00409, 3008452825-2020-00460, 2182269-2020-00083. Following an atrial fibrillation ablation procedure, a pericardial effusion was noted by the ice catheter. A pericardiocentesis was performed and the patient was taken to surgery where a patch was placed between the left superior vein and left atrial appendage. The patient was later discharged. There were no performance issues with any abbott devices.